Event description:
The dentist reported that after 90 days the dental implant was installed in intraoral region #13 it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed.